Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the coaguchek lancet was missing the protective cap. No adverse event reported. Requested return of suspect device and replacement was sent.